Event description:
At the end of a lecture (location unknown) that the doctor was giving, another doctor came up and spoke with him about an unknown matrixrib that broke. The doctor that was giving the lecture does not know who the doctor was, where his practice is located, who the patient was, or the date of the event. The reporting doctor does not recall much of the conversation, only that he had thought the patient may have had pseudoarthrosis.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.